Manufacturer narrative:
Device history review: a review of device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: investigation coordinated by synthes (B)(4). Report received indicates: based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient implanted with plate and screws on (B)(6) 2010. A few months after the knee operation the screws broke. Hardware was explanted on (B)(6) 2010. Reportedly, the patient followed the instructions of the surgeon. This is report 2 of 3 for complaint # (B)(4).